Event description:
It was reported that the device had two power on resets which were caused by memory corruption. The resets were cleared. The device is at elective replacement indicator. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.